Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and loss of capture due to dislodgement, confirmed via fluoroscopy and x-ray. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one-piece. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.